Event description:
The info provided to sjm indicated a pt underwent aortic valve replacement with a 23mm sjm trifecta valve (model: tf-23a, serial: (B)(4)). The valve was explanted due to endocarditis and was replaced with a 23mm pierson biointegral valve.